Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was explanted, as it had reached the elective replacement indicator (eri). The battery voltage was reported to be 2.67 volts and charge time was 18.2 seconds. Premature battery depletion was suspected. A new cardiac resynchronization therapy defibrillator (crt-d) device was implanted without further complication. No adverse patient effects were reported.